Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. No additional adverse patient effects were reported. The device has been explanted and replaced.